Event description:
Boston scientific received information that this patient experienced fatigue and shortness of breath. When the device was checked, it was noted the device had declared end of life (eol). Concern regarding the longevity of the device was raised as less than a year ago the device indicated there was 1.5 years of longevity remaining. The patient had complete heart block and was paced one hundred percent of the time. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.